Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image was observed due to a printed circuit board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the video system center cable connector of the endoscope is loose. The event occurred during reprocessing, prior to a diagnostic ear canal operation. A similar device was used to complete the operation. During a standard service inspection of the customer returned device, no image was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty socket. Olympus will continue to monitor field performance for this device.